Event description:
It was reported that the bd safetyglide needle is clogged/blocked. The following information was provided by the client: "1 box of needles doesn't inject at all. The other open box injects at a far slower rate than a normal needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: it was reported it is difficult or impossible to inject medication though the needles. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214992, 1278946, 1214008, 1214997. These needle lots were used in the manufacturing of the final product lots 1341422. The review revealed there was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation with device history record analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd safetyglide needle is clogged/blocked. The following information was provided by the client: "1 box of needles doesn't inject at all. The other open box injects at a far slower rate than a normal needle.".